Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
An ophthalmic surgeon reported that prior to a vitrectomy procedure there was irrigation failure. The fluid form the cassette did not run into the drain bag. The consumable product was exchanged and the case was initiated and completed. There was no patient involvement.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the cassette and drain bag from the pak were retuned for evaluation. Based on qa assessment, the associated system met specifications at the time of release. The cassette and drain bag were received for evaluation. A visual assessment of the returned sample was performed on (B)(6) 2016 and showed no obvious nonconformities. The sample was connected to a calibrated system. The sample was also connected to a balanced salt solution (bss) bottle and the associated system was set to gravity and infusion. The sample was then tested by depressing the footswitch and irrigation was found to be flowing. Liquid successfully drained from the cassette into the drain bag. The sample was found to functioning as intended and no problems were found. No problem was found with the sample. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).